Event description:
It has been reported that after further manipulation of the guide catheter a dissection of the right coronary artery occurred. The pt went for bypass surgery and is in stable condition. The product is not being returned for analysis.